Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead might be dislodged as the atrial fibrillation could be a noise from the lead moving around. This lead also had low amplitude. The patient was referred to the physician for x-ray to verify dislodgement. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10. Patient code and impact code.

Event description:
It was reported that this right atrial (ra) lead might be dislodged as the atrial fibrillation could be a noise from the lead moving around. This lead also had low amplitude. The patient was referred to the physician for x-ray to verify dislodgement. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicating that this lead exhibited noise and undersensing. Reprogramming was done.